Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by a medtronic rep. The system was fully functional and the system checkout showed no anomalies.

Event description:
A site rep reported that during the case, they registered the patient using point merge. They had a 2 hour delay that was not related to a medtronic product, and when they went in to navigate the system froze. The surgeon decided to proceed without navigation. There was no negative impact to the pt and surgeon was able to complete the case.